Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 5.5mm from the balloon proximal tip. The review of the lhr (lot f1234202) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci sales professional that a pt underwent a catheterization procedure on (B)(4) 2013. Access was obtained at the sfa. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6.5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure during pull back. The device was removed and the pt was converted to approx 10 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted. No further info was provided.